Event description:
The customer reported that while running an htlv I/ii assay, summit sample handler did not pipette the correct amount of sample into multiple positions and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-03023-07.